Event description:
It was reported that the customer was having trouble controlling her blood glucose levels, and called the paramedics. The customer was not hospitalized, however. The customer also reported a lost battery cap. The reported blood glucose reading at the time of the call was 15 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.